Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected lower range. The ventricular lead pacing impedance measurements were less than 300 ohms since (B)(6) 2015. There is a lifetime minimum impedance of 236 ohms. There was a ventricular lead warning on (B)(6) 2016 with increased count of low impedance after the warning. Concomitant medical devices: sedr01 ipg, implanted: (B)(6) 2012.

Event description:
It was reported that the right ventricular (rv) lead warning triggered for low impedance. The lead is planned for revision pending the outcome of a venogram. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.